Event description:
The blue rings at the tips of two paragon t2 with integrated cable wands disintegrated during an arthroscopic procedure (type of procedure was requested from the health care provider but not provided). It is unk whether the disintegrated parts were removed from the pt with suction. Additional information for this event was requested but not provided.

Manufacturer narrative:
The pt information was requested. The health care provider has responded that no additional information will be provided for the pt. The date of the procedure was requested and not provided by the healthcare provider. The approximate date of the procedure is given as estimated year of the event. The health care provider has responded that additional information is not available. The device is returning to arthrocare for investigation. Once the device investigation and lot history review are completed, a follow-up report will be provided. Another paragon t2 with integrated cable was involved in this event and a separate MDR has been filed for it on (B)(4) 2010 under MDR number 2951580-2010-00029.